Manufacturer narrative:
Based on the current information provided, per the surgeon, it is possible that the right external iliac artery was compressed with an unspecified da vinci forceps instrument during the initial procedure, resulting in vascular occlusion. No product has been returned to intuitive surgical, inc. For evaluation.

Event description:
It was reported that after a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy procedure, the patient presented with numbness in the right heel and right lower leg after entering the high care unit (hcu). The right dorsalis pedis artery was not palpable. A contrast-enhanced CT scan was performed, as an arterial embolism was suspected. Right external iliac artery thrombosis and right popliteal artery thrombosis were detected, and emergency femoral artery bypass and right popliteal artery thrombectomy procedures were performed. Following these procedures, the patient experienced swelling in the lower extremity compartment, and a fascial incision was performed, which resulted in improved blood flow. Per the surgeon, the patient's past medical history did not cause or contribute to the development of the thromboses and/or the leg swelling, nor did their anatomy. The patient's hospital stay was not extended due to these complications; they had no sequelae/postoperative complications, and the patient was discharged from the hospital. Per the surgeon, it is possible that the right external iliac artery was compressed with an unspecified da vinci forceps instrument during the initial procedure, resulting in vascular occlusion; however, there was no malfunction of any da vinci device during the initial procedure. No complications occurred during the initial procedure.